Event description:
It was reported that, "the rep and surgeon contacted me after the case and questioned why the femoral cutting guide would not fit on the anatomy. The pt was rather large, was planned for a large implant and had severe osteophyte present on the bone. Dr (B)(6) has performed a few shapematch cases and is familiar with the technique for placing the guide. He stated that even after he cleaned the femur of all osteophyte, the anterior flange of the guide refused to make contact with the anterior cortex of the bone as it normally does. He stated that the anterior flange appeared 'short' and was not long enough to bridge over the anterior realm of the osteophyte. The surgeon utilized a flex rod for the distal femoral cut and used the shapematch guide for the tibia. He felt the tibial fit great. The end result of the case was a success and the pt was not detrimentally impacted. The surgeon and rep (B)(6) stated that it was a very difficult anatomy with a lot of osteophyte.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.